Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump that does not start. This condition was found in the general patient ward. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "does not start" was confirmed as a battery issue during product evaluation. The assignable cause was definitively identified as a depleted main battery. The main battery was replaced to resolve the reported problem.